Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the g5 cgm mobile application shut off with an alert. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the cgm app shut down with an alert was confirmed. A root cause was determined to be an sql error.